Event description:
Medtronic received information that during the attempted implant of a transcatheter bioprosthetic valve, the valve dove ventricularly to a depth of nearly 12 mm due to an apparent size mismatch and the forward force caused by the expanding stent frame causing the stent to migrate as it was opened toward the ventricular aspect. Severe paravalvular leak (pvl) and central leak were detected. It was attempted to pull the valve back into a more optimal position but the valve dislodged and ended up at -1 mm on both sides of the annulus. Severe pvl and central leak were still present. It was then decided to remove the valve from the patient. The valve was easily pulled back into the descending thoracic aorta, but despite vigorous attempts to draw it into the introducer sheath in the abdominal aorta, the device would not collapse completely and enter the sheath. Due to the tension on this delivery catheter system (dcs), the nose cone detached and the valve positioned itself in the distal abdominal aorta. An attempt was made to snare the nose cone and the valve, but was unsuccessful. The decision was made to implant a second valve via the subclavian access and once it was deployed, the first valve would be surgically extracted. Following the successful the implant of the second transcatheter bioprosthetic valve, the patient became severely hypotensive, developed ventricular fibrillation, cardiogenic shock and arrested. The patient was placed on bypass, however, died before the valves could be extracted. Both valves remain in the patient.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Plunger tip (nose cone) separation can be due to user technical and/or patient anatomical factors resulting in excessive forces on the delivery catheter system (dcs). In this case, the tip was reported to have separated due to tension during an attempt to retrieve the valve from the patient post deployment, which is not recommended per the instructions for use (IFU). The IFU provides the user with adequate instructions, warnings, and precautions to minimize/prevent this event from occurring, as follows, "do not attempt to retrieve a bioprosthesis if any one of the outflow struts is protruding from the capsule. If any one of the outflow struts has deployed from the capsule, the bioprosthesis must be released from the catheter before the catheter can be withdrawn. Once deployment is complete, repositioning of the bioprosthesis (e.g., use of a snare and/or forceps) is not recommended. Repositioning of a deployed valve may cause aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction (including device malposition), embolization, stroke, and/or emergent surgery." Therefore, it is possible that this event is related to user technical factors; however, without the return of the product, an assignable root cause for the report of plunger tip separation cannot be determined. Investigation results have determined that the most common primary factor for nose cone detachment is due to misuse and implant techniques that are cautioned against in the instructions for use (IFU). As a result, a section on best practices is included in the IFU to avoid nose cone separation during the implant procedure, to ensure all implanting physicians are aware of the risk of nose cone separations, are trained on how to prevent nose cone separation and how best to handle these situations should they occur.

Manufacturer narrative:
Additional information was received that a transesophageal echocardiogram (tee) revealed an abdominal aortic dissection after deployment of the first valve. No treatment was given. No adverse patient effects were reported.

Manufacturer narrative:
This report is in regards to the delivery catheter system (dcs) used with the first implanted valve, referenced as "this delivery catheter system (dcs)." Separate reports will be filed for the other devices mentioned. The device was discarded by the customer, therefore no product analysis can be performed. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.